Manufacturer narrative:
Product analysis in the image, granuloma is evident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a venaseal closure system procedure involving the great saphenous vein, a patient described removing "gravel" (chunks of glue) from their legs and experienced mild inflammation at the area. A granuloma was identified along the treated vein, more than 5 cm from the access site. Ultrasound images and photographs depicting the condition were available. The event was associated with the great saphenous vein. It is unknown if there was any surgical or medical intervention. The issue was reported as resolved. The area is inflamed. No health consequences or impact were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.